Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. Two 4.00mmx15mm wolverine peripheral cutting balloons were selected for use. During the procedure, the first balloon ruptured upon first inflation at 6 atmospheres for about 30 seconds and a pinhole was noted. The first balloon was removed from the patient's body without any problem using the normal method and another balloon of the same size was used. Then, the second balloon ruptured upon third inflation at 11 atmospheres for about 30 seconds and a pinhole was also noted. The second balloon was also removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.